Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as contamination (no further detail was provided). The peritonitis was manifested by abdominal pain and cloudy pd effluent. The patient was hospitalized on the same day as onset of the event and was treated with cefazolin (1 gram every day, duration not reported) and fortum (1 gram every day, duration not reported) intraperitoneally. At the time of this report, antibiotic treatments were ongoing and the peritonitis was resolving, the patient was recovering from the event and dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the cefazolin and fortum were withdrawn ten days after starting treatment. The following day the patient began treatment with intraperitoneal (ip) tienam 1 gram daily for sixteen days and ip ciprofloxacin 200 milligram daily for sixteen days. The patient was discharged twenty-seven days after admission. The patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.